Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). About one month after the procedure, on (B)(6) 2011, mako was informed that the pt had been experiencing tibial pain that indicated potential post-operative implant loosening. A revision surgery was subsequently performed by the surgeon.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio) and the restoris mck system. Review of the one-month post-operative x-rays revealed a 12-degree shift in the component's ap (anterior-posterior) slope. The results of the eval revealed that the likely cause of the event was poor cement fixation. There is no evidence that suggests the rio system contributed to the event. Mako customer service facilitated numerous discussions with the physician to follow-up on the results of the investigation and prevent recurrence of a similar event.